Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results from coaguchek xs meter serial number (B)(4). At 11:20 pm, the result from the meter was 4.4 inr. The second result from the meter was 3.4 inr. The third result from the meter was 3.1 inr. All results were generated within 20 minutes and a new finger was used for each test. There was no allegation of an adverse event. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitor. The patient has not had any diet or medication changes and no bleeding or bruising. The qc check was observed. The therapeutic range was 2 -3 inr. The testing frequency is 3 - 4 weeks. Relevant retention test strips (lot 266837-12) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.2 inr donor #2 inr: 2.5 inr donor #1 hct: 48% donor #2 hct: 48% testing results: donor #1: master lot: 2.2 inr donor #1: customer meter and strip: 2.2 inr donor #2: master lot: 2.5 inr donor #2: customer meter and strip: 2.5 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. The investigation was unable to find a definitive root cause.